Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-9545-t15-03 had both twisted and broken. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during an arthroscopy the screw attachments got twisted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.